Manufacturer narrative:
Date of event was reported as 2015. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2016-17966 for concomitant ins information.

Event description:
The consumer reported that the patient was struggling with recharging the implantable neurostimulator (ins) in her back because the belt dropped off. It was clarified that the issue was not that the ins was not charging; the recharge antenna did not stay in position because the patient was small and sometimes it slide off her back. The repositioning issue had been occurring since 2015. Follow up information received from the patient on (B)(6) 2016 reported that the implantable neurostimulator (ins) in their back ¿slides¿ (stimulator in the front had never been a problem). The patient stated that they either sit up straight on the edge of a chair or simply stand and the problem resolved. There were no reported patient symptoms, and there was no indication of patient harm. The indication for use for the implanted device was noted as failed back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.